Event description:
The nim eclipse controller works intermittently. The device does not consistently allow the user to stimulate for mep and ssep testing. There was no injury reported as a result of this event. Several attempts have been made to gather additional information regarding the event with no response received.

Manufacturer narrative:
The device was returned to an international medtronic location on june 11, 2014. The product analysis was completed on july 22, 2014. The customer¿s reported issue could not be confirmed. No fault was found. The device was updated to current design specifications, tested, and passed manufacturing specifications. Method: actual device evaluated; visual inspection; labeling evaluation. Result: no failure detected. Conclusion: no failure detected, device operated within specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been returned. Therefore, an analysis has not been performed. Method: no testing methods performed. This device is used for therapeutic purposes.